Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A cut was noted in the outer insulation, analysis determined this damage was likely caused during the explant procedure. As result, outer insulation testing failed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this implanted lead exhibited noise. A chest x-ray was performed and insulation damage was suspected. The treating physician elected to explant the lead. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead exhibited noise. A physician suspected insulation damage could be the cause and elected to explant the lead. No additional adverse patient effects were reported.